Event description:
A failure code 570. It was not specified if this failure code occurred while infusing on a pt. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming. The facility rep stated that no pt incidents were reported on this pump since the last baxter service event.

Manufacturer narrative:
The reported failure code 570 was confirmed during testing.